Event description:
It was reported that the patient had been hospitalized due to the pod malfunctioning. The patient was hospitalized for two and a half days. Additional information regarding the medical event was solicited but was not provided by the patient. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.